Event description:
It was reported that a patient implanted with this inflatable penile prosthesis (ipp) noted that their pump is stuck to the scrotal skin, which causes pain during device inflation and deflation. Physician believes the issue will resolve on its own. Boston scientific patient services representative suggested to speak with the physician if the pain persists or increases, as well as if the pump use difficulties increase. No additional information was reported.

Manufacturer narrative:
Event date: approximated as per device implant date.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) noted that their pump is stuck to the scrotal skin, which causes pain during device inflation and deflation. Physician believes the issue will resolve on its own. Boston scientific patient services representative suggested to speak with the physician if the pain persists or increases, as well as if the pump use difficulties increase. At a later date, the patient called in to get information on local surgeons to help them out with the current pump issues related to position and inflation. No additional patient complications were reported.

Manufacturer narrative:
B3 event date: approximated as per device implant date.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) noted that their pump is stuck to the scrotal skin, which causes pain during device inflation and deflation. Physician believes the issue will resolve on its own. Boston scientific patient services representative suggested to speak with the physician if the pain persists or increases, as well as if the pump use difficulties increase. At a later date, the patient called in to get information on local surgeons to help them out with the current pump issues related to position and inflation. No patient complications were reported.

Manufacturer narrative:
B3 event date: approximated as per device implant date. This complaint component has not been returned; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The ipp instructions for use (IFU) was reviewed. Difficulties to inflate, difficulties to deflate, and pump improperly placed are included as hazards within labeling; while pain and adhesions are documented as adverse events related to the implant of this device. Due to the lack of product return, the clinical observations of pump inflation/deflation difficulties, pump malposition, pain and adhesions could not be confirmed.